Event description:
Inbound call from patient's mother stating that for the last 2 infusions the new pump has been stopping on the 8th step leaving medication still remaining and patient could not finish her infusion. Unknown if prescriber is aware. Consent to contact the patient's md was not asked. All known information is contained on this form. Any additional information will be provided on a separate report. Pump used to infuse lumizyme at above dose and frequency. Did the reported product fault occur while in use with the patient? ¿yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? There was no patient/clinical injury reported from patient. Is the actual device available for investigation? Csn scheduled wit patient for pump return, but unsure if device is available on hand for investigation. Did we replace the product? Yes. Did the patient have a backup device they were able to switch to? Patient did not specify. Reported to (B)(6) by: patient/caregiver.